Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus yel 24ga x 0.75in qsyte-cap y catheter was defective/damaged. During the puncture operation, after inserting the needle, the nurse found that there were cracks in the wall of the indwelling needle, but no leakage.

Event description:
No additional informaiton provided.

Manufacturer narrative:
1.DHR/bhr review: (1) the batch number of the complained product is 3199369, is 24g and product code is 383914, produced on 2023/08, with a total of 38000 pieces in this batch; (2) check the process inspection and delivery inspection report. The test results all meet the product standards and there are no abnormalities; (3) check the production records, there were no nonconformance, deviation or rework activities. 2.no samples or pictures were returned,the defect status cannot be confirmed. 3.take the retained samples (B)(6) do the inspection, and no abnormalities were found. The inspection report is attached as attachment 1. 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, due to the lack of samples returned by the customer, the specific defect status cannot be confirmed, therefore the root cause of the complaint cannot be confirmed. The factory will continue to monitor the trend of the defect complaint.